Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. One photo of a 1 ml luer-lok syringe (part number 309628) was reviewed. The image shows a close-up of a loose syringe with an unknown needle attached and the stopper fully depressed. No defects were observed, and the condition appears acceptable per product specifications. However, a physical sample is required for a more detailed evaluation and to determine the potential root cause. Additionally, a device history record review was completed for lot number 3312448, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material: 309628. Batch#: 3312448. Rcc received a complaint via email. Regeneron complaint number: (B)(4). Complaint description: on 30jul2025, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ¿ defective syringe. On 28jul2025, the office staff reported the following: ¿when the doctor attempted to remove the injection needle cap, it automatically started "shooting out (the medication)" without pressing the plunger.¿ . Regeneron ldp regeneron ldp lot: 8463800035 - injection needle catalog: 305106, lot: 4081033. Investigational request /return component status: please perform an evaluation of the process and sample to determine any potential contributing factors to the needle blockage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.